Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 11/11/2016. One forcefxcs was returned to medtronic for evaluation. The customer reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
While using the force fx-8cs unit and an unknown pencil during a procedure, the hand piece arced to the patient when not activated. The handpiece was thrown away. There was no injury to the patient. No additional information was provided by the facility.